Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "suture and needle easily separate" please clarify: did the suture and needle separate during the procedure? Was the needle removed from the patient during the same procedure? Was there any patient consequence or injury? What is the condition of the patient? Lot number? Procedure name and date? Event date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture separated from the needle easily. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/27/2020. Additional information was requested and the following was obtained: 1. Did the suture and needle separate during the procedure? Yes. 2. Was the needle removed from the patient during the same procedure? Yes. 3. Was there any patient consequence or injury? No. The following information was requested, but unavailable: 4. What is the condition of the patient? 5. Lot number? 6. Procedure name and date? 7. Event date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.